Manufacturer narrative:
A new right ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that one day post implant, this right ventricular defibrillation lead exhibited a loss of threshold. The lead had likely dislodged. A revision procedure was performed, the lead was removed and replaced. After the procedure, a postoperative hematoma developed. No additional adverse effects reported.